Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (does not charge battery packs) was investigated. As received, the charger/modem would not charge a test battery pack. Upon evaluation, the q1, u13, and d2 components were shorted on the bedside board and there was contamination on the battery board. The cause of the inability to charge the battery packs is the shorted components and contaminated board. The cause of the shorted components is the contamination. The root cause of the contamination is liquid ingress of an unknown contaminant. No adverse event resulted from the defective charger/modem.

Event description:
A us distributor contacted zoll to report that a patient's charger/modem was not charging the battery packs.